Manufacturer narrative:
The customer has not complained of any further issues and has not provided any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 pediatric patient sample tested for creatinine plus ver.2 (crep2) cobas c 503 analytical unit. The initial result was 0.86 mg/dl. The sample was repeated twice with results of 0.17 mg/dl and 0.19 mg/dl.